Event description:
Boston scientific received info that right ventricular (rv) loss of capture (loc) was observed at maximum outputs. All impedance measurements were within acceptable limits. The pt implanted with this device system reportedly had an intact atrial-ventricular (av) conduction. A revision procedure was scheduled. To date, no adverse pt effects were reported as a result of this clinical observation. All available info indicates that the product remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.